Event description:
Dealer was requesting identification on a part of the hardware of the flip back arm, and submitted a picture which shows it's broken on the round section. Dealer did not have details as to how it was broken. No further information provided.

Manufacturer narrative:
Follow up to be sent if additional information is received.